Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
(B)(4). It was reported that the surgeon placed the anchor in but the other anchor broke off on use.